Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50 serial #: (B)(4). Description: linear 3-6 lead, 50cm the explanted devices were not returned as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients leads were protruding out of the skin. Actual skin breakage was noted. The patient underwent a lead explant procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.